Event description:
Accustat 100um fiber by laserscope used for ablation of nasal vessels. After 3-4 seconds of activation of ktp foot pedal, biomed engineer, noticed white glow at connection hub. Fiber burnt into a connection hub. Alan stanley said "whoa" and automatically turned off laser using the emergency stop button. Fiber was disconnected, and fiber and packaging was saved for biomed engineers to evaluate. No injury occurred to pt or anyone in the room. Before beginning procedure, wet towels were placed on pt's face. Water was available on back table. Everyone was wearing laser safety goggles. Fiber information: accustat 100um by laserscope. Ref# 0010-3032, lot # 10-3030-630, exp date: 2009-07.